Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("they found broken off essure coils.") In a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gastric bypass. In 2011, the patient had essure inserted. On (B)(6) 2019, she experienced pelvic pain ("pelvic pain"). On unknown date she experienced device breakage (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain"), discomfort ("overall discomfort"), abdominal pain lower ("abdominal pain lower"), back pain ("back pain") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2023, hysterectomy). At the time of the report, the depression was resolving, the back pain had resolved and the pelvic pain had not resolved. The outcome of device breakage was unknown. Essure was removed on (B)(6) 2023. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, device breakage, discomfort, pelvic pain and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-apr-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of pelvic pain ("pelvic pain"). In a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2019, she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (essure removal on (B)(6) 2023). Essure was removed on (B)(6) 2023. At the time of the report, the event had not resolved. No causality assessment was received, for essure with regard to pelvic pain. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023, consumer (akas were added), answered to follow up request: birth date provided. Essure was removed on (B)(6) 2023, due to complications at a different hospital. Physician's contact data was provided for follow up. Consumer stated, she was in contact with a lawyer to get compensation. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gastric bypass. In 2011, the patient had essure inserted. On (B)(6) 2019 she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2023. An unknown time later she experienced abdominal pain ("abdominal pain"), discomfort ("overall discomfort"), abdominal pain lower ("abdominal pain lower"), back pain ("back pain") and depression ("depression") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal on (B)(6) 2023). At the time of the report, the depression was resolving, the back pain had resolved and the pelvic pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, discomfort and weight increased to be related to essure administration. No causality assessment was received for essure with regard to pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: event abdominal pain, abdominal pain lower, overall discomfort, back pan , depression , weight gain added. Essure insertion date updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("they found broken off essure coils.") In a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gastric bypass. In 2011, the patient had essure inserted. On (B)(6) 2019 she experienced pelvic pain ("pelvic pain"). On unknown date she experienced device breakage (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain"), discomfort ("overall discomfort"), abdominal pain lower ("abdominal pain lower"), back pain ("back pain") and depression ("depression") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (essure removal on (B)(6) 2023,hysterectomy). At the time of the report, the depression was resolving, the back pain had resolved and the pelvic pain had not resolved. The outcome of device breakage was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, device breakage, discomfort, pelvic pain and weight increased to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 05-apr-2024: non drug treatment notes added. Device breakage event added. Seriousness criteria of pelvic pain event removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2019 she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (scheduled on (B)(6) to remove essure ). Essure treatment was not changed. At the time of the report, the event had not resolved. No causality assessment was received for essure with regard to pelvic pain. The reporter commented: surgery on (B)(6) to remove them and hopefully gain some relief. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 43 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2019, she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (scheduled on (B)(6) to remove essure). Essure treatment was not changed. At the time of the report, the event had not resolved. No causality assessment was received for essure with regard to pelvic pain. The reporter commented: surgery on (B)(6) to remove them and hopefully gain some relief. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-may-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.